Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿device is difficult to remove¿. A potential root cause for this failure could be "adhesive is too strong". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindication: do not use on irritated or compromised skin. Precaution: do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply: wash penis with mild soap and warm water. Dry thoroughly. Trim pubic hair if necessary. Unroll self-adhering catheter over penis. Gently squeeze the catheter to properly seal adhesive to the skin. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Connect to drainage device. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive."

Event description:
It was reported that the mec was difficult to remove. Additional information has been requested but not received.